Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that the cartridge o-ring was missing and that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. A new cartridge was loaded to resolve the issue. Customer's blood glucose level ranged from 201-225 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.